Event description:
It was reported that the pt developed a post operative infection. The pt presented in 2002 with both eyelids swollen shut, hives and a 100 degree fahrenheit temperature. The physician stopped the original post-op meds and started the pt on a new antibiotic and benadryl. The original procedure was a blepharoplasty performed in 2002.